Event description:
The biomedical technician (biomed) for a user facility reported to fresenius that blood was found within the flow indicator on the blue dialysate line on the 2008t machine. The patient had already completed treatment on the machine when the issue was identified. There was no serious injuries nor required medical intervention related to this issue. The patient's estimated blood loss (ebl) was not provided. The cause for the reported issue could not be determined. Fresenius provided the part number for a replacement blue dialysate line. This information was confirmed with a clinical coordinator during follow-up. Additional information was not provided. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius that blood was found within the flow indicator on the blue dialysate line on the 2008t machine. The patient had already completed treatment on the machine when the issue was identified. There was no serious injuries nor required medical intervention related to this issue. The patient's estimated blood loss (ebl) was not provided. The cause for the reported issue could not be determined. Fresenius provided the part number for a replacement blue dialysate line. This information was confirmed with a clinical coordinator during follow-up. Additional information was not provided. No parts were returned to the manufacturer for physical evaluation.